Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information has been reported from the data collected with the project data mining, which is developed to collect retrospective aggregate data on activos cement to address the new EU MDR regulation. Aggregated data was collected for 66 osteoporotic patients. Post-op, two adverse events are reported which are now resolved: one infected paraspinal hematoma at operative site. One symptomatic pulmonary embolism requiring hospital admission.